Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the left monitor was blanking out. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.